Event description:
It was reported that the lead was found to have a rise in right ventricular impedance. It was also reported that there was high impedance and high threshold upon interrogation. The lead was switched from bipolar to unipolar. The impedance and threshold returned to normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.